Event description:
It was reported that the customer was hospitalized several times due to hypoglycemia. During one of the events the customer suffered a seizure. The reported blood glucose readings was 114 mg/dl at the time of the report. Troubleshooting was performed. The displacement test passed. The customer's husband stated that an issue with the infusion set caused the events. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.